Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported entrapment could not be determined. Factors that may contribute to entrapment include, but are not limited to, suture caught in foot or suture bearing, posterior cuff partly deployed in the foot. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: date of event is estimated d4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose device. Reportedly, the device became embedded in a partially deployed suture causing bleeding which was treated with blood transfusion and surgical cut-down intervention and repair was performed as treatment. A clinically significant delay was reported. No additional information was provided.